Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted pump was returned to the manufacturer for evaluation and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 22 months post-implant, the patient was admitted to the hospital due to increased hemolysis parameters; however, the parent discharged himself home against the recommendation of the team. He was admitted approximately 1 week later with the same symptoms and a decision was made to exchange the pump. The surgeon stated that this patient was non-compliant and clearly was the reason for the need to exchange the device.